Manufacturer narrative:
Investigation of the soft cannula found it measured out of specification at 1.027 inches. It could not be determined when or how this damage occurred. It could not be conclusively determined if this damage contributed to the reported event. A leak test performed on the device found no other damages or deficiencies along the complete fluid path that would cause a leak to occur. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 18,6 mmol/l (334.8 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied and a bolus was delivered.